Manufacturer narrative:
Follow-up #1: date of submission 10/12/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2013 with the following findings: downloading prohibited related to no power in pump. Moisture in display was observed. A leak test failed due to a pump case crack in the upper right corner between the lens and the case seal. The pump was opened and moisture and corrosion on all internal surfaces was observed. Keypad buttons could not be tested. No damages to keypad observed. The keypad was removed and no further defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging a button/keypad tactile changes w/moisture issue. The reporter indicated that after the patient swam with the pump, moisture was observed behind the display lens. The reporter stated that the patient indicated that the buttons had stopped responding. This report is made based on the allegation of the keypad response issue. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.